Event description:
Pt was admitted with new onset angina. Pt underwent percutaneous coronary intervention and placement of 3 cypher stents lad. Over the next several months, pt had episodes of increasing chest pain. They were found to have a total occluded lad. Percutaneous coronary intervention was unsuccessful in opening this pt's total chronic occlusion of the lad.